Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high", although specific value was not provided. Cause was not known. The customer addressed the bg with a bolus via the pump and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.